Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead did not deliver pacing when required. A revision procedure was performed and it was found out that the right ventricular (rv) lead was not completely and properly inserted into the device header. Additional information indicated that this pacemaker has less than 3 years longevity. The patient was pacemaker dependent and required a temporary pacing lead to be placed in the groin pending for lead placement, then the connection issue was discovered during the replacement procedure. This brady device was explanted and a new system was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.